Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the service history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) synframe half rings are missing screws. The issue was discovered during routine inspection of the set. No patient or case involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Two (2) synframe half rings (part# 387.337, lot# 1229000) were returned with both components of the screw (hex m7 x 0.75 and stop screw) missing. The screws were likely disassembled for cleaning and lost in the process. Replication of the complaint condition is not applicable and the complaint is confirmed. The returned half rings are part of the synframe access and retractor system and attach to the connecting rods and ring clamps during frame assembly both half rings were returned missing the hex m7 x 0.75 and stop screw components. The stop screw is not meant to be disassembled from the hex screw as the two components are secured together using loctite 648. The most likely cause for this complaint is the screws were disassembled for cleaning and lost during the process. Product drawings were reviewed and no design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the screws were missing. The repair technician reported the hex screw and stop screw were missing. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: part no: 387.337, lot no: 1229000: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 04march2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.